Manufacturer narrative:
The exact date of the event is unknown, the event occurred six months ago.

Event description:
It was reported that the patients ipg had issues in retaining a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.